Event description:
It was reported that this implantable pacemaker triggered a lead safety switch (lss) in (B)(6) 2021 due to right atrial (ra) lead pace impedance high out of range and the device was then reprogrammed. The device triggered another lss on (B)(6) 2021 due to ra lead pace impedance of 2400 ohms. The lead also exhibited noise and oversensing, which led to an inappropriate mode switch episode. The ra lead is a non-boston scientific product. Technical services (ts) discussed possible causes and advised to consider additional in clinic evaluation. The device system remains in service. No adverse patient effects. Additional information provided indicates the ra lead measurements are stable and it was reprogrammed back to bipolar. In addition, the patient will be brought back in to the clinic to perform a full in person evaluation. Additional information provided indicates that the patient was seen in clinic for further evaluation. The atrial lead was programmed back to bipolar and the safety switch was programmed off. Normal device function was noted. No adverse patient effects.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the<description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this implantable pacemaker triggered a lead safety switch (lss) in (B)(6) 2021 due to right atrial (ra) lead pace impedance high out of range and the device was then reprogrammed. The device triggered another lss on (B)(6) 2021 due to ra lead pace impedance of 2400 ohms. The lead also exhibited noise and oversensing, which led to an inappropriate mode switch episode. The ra lead is a non-boston scientific product. Technical services (ts) discussed possible causes and advised to consider additional in clinic evaluation. The device system remains in service. No adverse patient effects. Additional information provided indicates the ra lead measurements are stable and it was reprogrammed back to bipolar. In addition, the patient will be brought back in to the clinic to perform a full in person evaluation.

Event description:
It was reported that this implantable pacemaker triggered a lead safety switch (lss) in (B)(6) 2021 due to right atrial (ra) lead pace impedance high out of range and the device was then reprogrammed. The device triggered another lss on (B)(6) 2021 due to ra lead pace impedance of 2400 ohms. The lead also exhibited noise and oversensing, which led to an inappropriate mode switch episode. The ra lead is a non-boston scientific product. Technical services (ts) discussed possible causes and advised to consider additional in clinic evaluation. The device system remains in service. No adverse patient effects. Additional information provided indicates the ra lead measurements are stable and it was reprogrammed back to bipolar. In addition, the patient will be brought back in to the clinic to perform a full in person evaluation.